Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that during the weekend prior to (B)(6) 2009, patient noticed a bump developing where his clavicle scar is located and increased pressure in the area around his clavicle scar. Between (B)(6) 2009, and (B)(6) 2009, the clavicle rod or pin inserted into patient's shoulder fractured. On (B)(6) 2009, patient first learned that the clavicle rod or pin inserted into his shoulder was broken after he was told the results of an x-ray of his shoulder. On (B)(6) 2009, the distal portion of the rod or pin was surgically removed from patient's clavicle. It is also alleged the patient suffered the following damages: permanent physical injuries, impairments, loss of bodily use and function, and disabilities; pain and suffering, including, but not limited to pain and suffering associated with additional surgeries; and medical expenses. Doi: (B)(6) 2009 - dor: (B)(6) 2009.